Event description:
Pt had been experiencing pain for several months. Elbow was x-rayed a number of times before it finally became evident that the pin had become loose and out of place, resulting in having to replace the pin.